Manufacturer narrative:
Patient city:(B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient had hyperglycemia,diabetic ketoacidosis,vomiting,nausea,abdominal pain ,headache, nausea, vomiting extreme thirst, irritability, unable to concentrate and lethargic and blood glucosse over 500 mg/dl.the patient tried to treat with insulin shots and pump. However, the patient was hospitalised due to hyperglycemia,diabetic ketoacidosis. Further, the patient was transferred to intensive care unit. The patient stayed in hospital for 2- 7 days. No further information available